Manufacturer narrative:
An event of difficulty while implanting the valve was reported. The investigation confirmed that the returned valve met dimensional specifications for a 27 mm epic plus valve. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm epic plus valve was chosen for implant. During procedure, the physician had a difficulty in rotating the handle to slightly bring in the posts, the valve was parachuted down but could not seat it properly, had difficulty in getting the posts intra annular. The valve was pulled out and a new 25mm epic valve was implanted while the patient was still on bypass the patient was reported stable. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.